Manufacturer narrative:
(B)(4):there were no alarms indicated related to the complaint in the pump alarm history. A review of the black box history shows one manual time set an hour ahead. The pump was exercised for 120 hours with no alarms or warnings. The reported loss of time was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that at 9:23 pm a temporary basal rate was set and then 30 minutes later the pump time on the home screen still showed 9:23 pm, 30 minutes slower than actual time. The patient reportedly disconnected and rebooted the pump and the time and date on the pump home screen were correct after rebooting. This report is made based on the allegation that the pump clock may have been incorrect.